Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is, deflation: delamination of the diaphragm valve assessed, as adhesive failure. No further actions are required, as the device was implanted.